Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction user had poor technique.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire 03/16/2018. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 246mg/dl and 238mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire 03/16/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 246mg/dl and 238mg/dl fasting. Reviewed meter memory: 1: 197mg/dl, (B)(6) 2015, 05:17:00 pm, fasting:no; 2: lomg/dl, (B)(6) 2015, 05:15:00 pm, fasting:no; 3: 157mg/dl, (B)(6) 2015, 04:52:00 pm, fasting:no; 4: 305mg/dl, (B)(6) 2015, 10:47:00 pm, fasting:no; 5: 136mg/dl, (B)(6) 2015, 11:32:00 pm, fasting:no. Customer's concern: customer is concerned with "lo." No adverse event reported.